Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a prime issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2016 with the following findings: there were multiple loss of prime warnings observed in the pump's black box with low non zero force. A force sensor calibration check failed. The force sensor removed and the resistance value was found to be within specifications.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.